Manufacturer narrative:
The ufr was the only source of information since the hospital did not involve the local dräger s&s organization into any follow-up activities. Dräger contacted the user facility to obtain further information. The only additional detail provided was that the manufacturer inspected the device but did not repair it. The speech must have been about a third-party service provider - the hospital did not order a service dispatch at dräger. A case-specific evaluation is not possible solely on the base of the available information. The following can be derived from the ufr: under consideration that indeed a shutdown due to power loss had occurred, this cannot be the consequence of a single fault condition. The device is equipped with an internal battery to cover losses of mains power at least for a while. A complete shut-down will only occur if the device ran on battery already and the user had ignored the depletion warnings at 20% and 10% residual capacity or when the device was put into operation with a worn/depleted internal battery and a mains power loss had occurred (e.g. Infrastructure issue, power supply malfunction). The IFU emphasizes that the internal battery serves as an important fail-safe mechanism and that availability shall thus be checked prior to start of each ventilation episode. Further, the battery shall be regularly inspected and replaced very two years. The device is five years old, it is not known to dräger when the last battery replacement was provided if ever. When a total loss of power occurs, the device will post an alarm via a buzzer which is powered by an independent power source for at least two minutes. The pneumatic system is opened to ambient to allow spontaneous breathing. Dräger finally concludes that the presence of a device malfunction can neither be confirmed nor denied but that use error (failure to follow instructions) and lack of maintenance likely have caused or contributed to the event. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported to dräger that a sudden power failure occurred during a running ventilation episode. The device was replaced, patient support was reportedly bridged in manual ventilation in the meantime. No health consequences for the patient were resulting from the event.